Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was making loud noise nurse stated that he switched pumps 2x due to a loud high noise, then the pump stopped and the message on the pump was a power up test failure code 4 and 5. He was advised to disconnect both ends of the helium extender tubing and empty the fluid in the sink or garbage. He was then recommended to keep the extender tubing as horizontal as possible and minimize the dependent loop. The two pumps that had the loud noise and power up test failure code 4 & 5 were sequestered and sent to biomed. This report is for the second iabp that was switched out. The first iabp that was switched out (reference MFR report # #2249723-2023-03714) and the iabp with the condensation are being reported separately. There was no harm to patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) stated that he switched pumps 2x due to a loud high noise, then the pump stopped and the message on the pump was a power up test failure code 4 and 5. Since patient was hemodynamically stable, I told him to put the pump in standby and disconnect both ends of the helium extender tubing and empty the fluid in the sink or garbage. He said he¿d already done that at least once and the fluid builds up in minutes. I recommended he keep the extender tubing as horizontal as possible and minimize the dependent loop. The two pumps that had the loud noise and power up test failure code 4 & 5 were sequestered and sent to biomed. No harm to patient. This complaint is for the second pump. He said it was power up test failure code 5. Additional information was requested from the customer with regard to the repair and status of the iabp. H3 other text : no repair information.

Event description:
N/a.